Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update the explant reason to infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was removed from service for an unspecified reason two months post implant. Efforts to obtain additional details were unsuccessful. No additional adverse patient effects were reported.